Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the wire kinked during insertion. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one guide wire and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed three major kinks (2 towards distal end and 2 towards proximal end). This resulted in the j-bend to be slightly misshapen. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were intact. The kinks in the guide wire measured 36mm, 425mm, and 442mm from the distal weld. The guide wire total length measured 456mm, which is not within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .622mm, which is not within the specification limits of .788mm-.826mm per the guide wire graphic. The discrepancies in the guide wire dimensions reveal that this is not the correct guide wire normally packaged within the finished kit. The guide wire was passed through a lab inventory ars/introducer needle. Little to no resistance was observed as the guide wire was able to pass completely through the assembly. A manual tug test confirmed both welds were fully intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three kinks. The guide wire did not meet any of the dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined as it is unknown if the customer returned the wrong guide wire or if the wrong finished good material#/lot# was reported. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the wire kinked during insertion. No patient harm reported. The patient's condition is reported as fine.